Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20-feb-2026, an arthrex subsidiary employee reported via email that the fibertack within an ar-8988-cp fiberlock suspension implant kit failed to pass through the bone hole. Upon inspection, it was noted that the anchor had fallen out of the driver. An attempt was made to reload the anchor; however, the tip of the driver shaft was found to be broken, making reloading not possible. The initial device was removed from the patient, and the case was completed using a non-arthrex device. There was no significant surgical delay, and no additional anesthesia was required. This issue occurred during a cm joint repair procedure on (B)(6) 2026, with no reported patient harm.